Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal compounded baclofen 1000.0 mcg/ml at 400.6 mcg/day and dilaudid 1.0 mg/ml at 0.4006 mg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a nurse from the patient's care facility contacted the clinic and reported that the patient was hospitalized over the weekend (from (B)(6) 2017) and did not believe the pump was functioning appropriately. The patient reported taking oral baclofen for withdrawal symptoms. The patient reported baclofen withdrawal symptoms and loss of therapeutic relief on (B)(6) 2017. Specific symptoms were not noted. The clinical diagnosis was baclofen withdrawal/loss of therapeutic relief. Device interrogation on (B)(6) 2017 revealed that the pump motor stalled on (B)(6) 2016 at 13:24 with recovery on (B)(6) 2016 at 04:51. The pump motor stalled again on (B)(6) 2016 at 09:25 without recovery. Device interrogation also revealed a 'stopped pump period may exceed tube set' message. The device diagnosis was pump motor stall. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. Oral baclofen was administered on (B)(6) 2017. The pump was explanted/replaced on (B)(6) 2017 and was to be returned to the device manufacturer. The event resolved without sequelae on (B)(6) 2017. It was noted that the event was related to the device or therapy (pump). The event was noted to be unrelated to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the motor stall occurred on (B)(6) 2016 at 13:24 and recovered on (B)(6) 2016 at 04:51. The cause of the stall was not known.